Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2016) is considered to be a best estimate. This MDR represents the bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2016 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with the implant of two bard flat mesh (device 1 and 2). Per op notes, "two bard flat mesh (device 1 - right and 2 - left) were placed on both right and left side of the inguinal region." (B)(6) 2019 - patient was diagnosed with recurrent bilateral inguinal hernias thereby underwent repair. Per op notes, "two synthetic meshes were placed on both right and left side of the preperitoneal pocket." (Note: the previously placed two bard flat mesh (device 1 and 2) were not seen during this procedure).